Event description:
Reportedly stent deployed in a lesion in the subclavian. After deployment of the stent, the tip of the catheter got caught on the distal end and ended up folding the marker area in on itself. Used an angiogram balloon to balloon open the end of the stent. Resulting angiogram showed good flow. No permanent patient injury. Note: stent was being used off label as its approved for use in the biliary tree.